Event description:
The following has been reported: "the event log shows that error 51 has occurred 12 times since the beginning of october and presented when carrying out the test from the technical bulletin." Power supply board was replaced; error 51 is described by the technical manual as a speaker issue. The technical bulletin was released in october 2023 reviewing a range of units where error 51 could occur. Reporting due to the referenced technical issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.